Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('miscarriage of ectopic pregnancy') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective" in february 2016. The patient's medical history included multigravida, parity 2 and pregnancy with contraceptive device. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this patient experienced another 7 pregnancies on essure which have been captured under cases: (B)(4), pregnancy with miscarriage in 2014, (B)(4), pregnancy with miscarriage in 2015, (B)(4), pregnancy with miscarriage in 2017, 2020, another pregnancy with miscarriage in 2017, (B)(4), pregnancy with miscarriage in 2018, (B)(4), pregnancy with miscarriage in 2019 and (B)(4), pregnancy with miscarriage on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('miscarriage of ectopic pregnancy') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective" in february 2016. The patient's medical history included multigravida, parity 2 and pregnancy with contraceptive device. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this patient experienced another 7 pregnancies on essure which have been captured under cases (B)(4) pregnancy with miscarriage in 2014, 2020-(B)(4) pregnancy with miscarriage in 2015, (B)(4) pregnancy with miscarriage in 2017, (B)(4) another pregnancy with miscarriage in 2017, (B)(4) pregnancy with miscarriage in 2018, (B)(4) pregnancy with miscarriage in 2019 and (B)(4) pregnancy with miscarriage on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina in (B)(6) 2013: total bilateral occlusion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.